Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbws0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a treatment, the leakage was found near the hub of the safestep. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be supplier related. One 22 g x 0.5 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue within the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and a weeping leak was observed emanating from the needle housing/handle. A microscopic observation revealed a void in the adhesive within the needle housing/handle near the distal adhesive application site. This device is a supplied component and the supplier has been notified. A lot history review (lhr) of asbws0129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a treatment, the leakage was found near the hub of the safestep. There was no reported patient injury.